Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device evaluation. The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty switch harness was identified, preventing the power switch from remaining depressed. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the power switch failure was damage due to deterioration associated with continuous use and the operating force and number of times the power switch was applied exceeded expectations.

Manufacturer narrative:
The suspect device has been returned to olympus. The device evaluation has not been completed at this time. Upon completion of the device evaluation and investigation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the on/standby button would not stay on unless taped. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.